Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device evaluation: block h11: the orbera balloon was not returned; however, a media review was performed. Photos provided by the customer showed a blue-colored balloon within the patient anatomy, most likely filled with methylene blue. The balloon also appeared deflated. Based on the media review, the reported events of balloon deflated and device issue user error could be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon deflated, discomfort, pain, endoscopic procedure and device user device issue user error were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline"; however, the media content provided includes some pictures where it can be observed the balloon-colored blue in the patient anatomy, most likely filled with methylene blue. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: balloon deflated, discomfort and pain. Based on all gathered information, the device was used in a manner inconsistent with a written instruction in the IFU. Therefore "device use of device issue - user error" in this event is catalogued as "failure to follow instructions" because the problems traced to the user not following the manufacturer's instructions. For the event endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. For the events balloon spontaneous inflation, balloon deflated, discomfort and pain these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device".

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon was implanted on an unknown date. During the ongoing use of the balloon, on (B)(6) 2026, the patient reported blue urine. The patient contacted a nurse at the clinic and was instructed to return to the clinic for an endoscopic evaluation and to have a new balloon inserted. The deflated balloon was removed via endoscopic procedure, and a new balloon was placed. The patient is expected to fully recover.